Manufacturer narrative:
Additional information was provided by the site, consisting of a pre-explant echo report, sgpv implant and explant operative procedure notes. According to the sgpv implant operative note ((B)(6) 2016), the patient had a history of complex congenital heart disease, significant for congenital aortic valve disease. Preoperative diagnoses included 1) critical aortic valve stenosis, status post fetal balloon intervention & neonatal balloon valvuloplasty; 2) mitral stenosis; 3) atrial septal defect; 4) endocardial fibroelastosis; 5) pulmonary hypertension. According to the implant operative note, the patient had a height of 54cm, weight of 3.4kg, and bsa of 0.22 m² at time of implant. Additional medical history information was provided by the surgeon in the indications section of the implant operative report: ¿the patient is a 5-week old, former 34-week premature male infant. He was diagnosed in utero with critical aortic stenosis and underwent a balloon valvuloplasty. Following his delivery, he underwent a second balloon valvuloplasty. He has mild-to-moderate residual aortic valve stenosis, moderate aortic insufficiency, moderate mitral stenosis, endocardial fibroelastosis, atrial septal defect, and pulmonary hypertension with systemic pulmonary pressures.¿ the sgpv was used to replace the patient¿s native pulmonary valve and reconstruct the right ventricular outflow tract (rvot) during a ross-konno procedure on 04/11/2016. Additional information describing the sgpv implanted was provided by the operative report: ¿an 11-millimeter pulmonary allograft was selected. It was cut to an appropriate length and the distal allograft was sewn to the distal native main pulmonary artery. The proximal allograft was then sewn into the infundibulum.¿ additional procedures performed at time of the ross-konno/sgpv implant included: 1) attempted mitral valve repair, followed by mitral valve replacement with 14millimeter cylinder valve; 2) partial atrial septal defect closure; 3) endocardial fibroelastosis resection. Additional operative findings noted on the implant operative report included: 1) hypoplastic, bicuspid aortic valve with evidence of previous ballooning with tear along the raphe. 2) hypoplastic mitral valve annulus with fusion of both commissures and direct attachment of shortened papillary muscles directly into the leaflet without chordae tendineae. 3) endocardial fibroelastosis. 4) moderate-sized atrial septal defect. Additional information regarding sgpv explant was provided by the site. The patient underwent a pre-explant echo on (B)(6) 2019, approximately 3 years post-sgpv implant. Indication for the exam included on the echo report stated, ¿aortic stenosis s/p ross procedure and mitral valve replacement with cylinder valve, now prior to anticipated conduit replacement and mitral valve replacement with another cylinder valve.¿ according to the pre-explant echo report, the sgpv rvot conduit demonstrated a peak gradient of 40 mmhg, mean gradient of 25mmhg, and trivial-mild conduit insufficiency/regurgitation. The explant operative procedure report was provided by the site. Pre-operative diagnosis included: 1) critical aortic stenosis, status post fetal and neonatal balloon valvuloplasties, status post ross-konno procedure. 2) mitral stenosis, status post mitral valve repair. 3) prosthetic mitral valve stenosis. 4) right ventricle to pulmonary artery conduit stenosis. 5) endocardial fibroelastosis, status post efe resection. Explant operative procedures included: 1) replacement of right ventricle to pulmonary artery conduit with 22 millimeter pulmonary allograft. 2. Mitral valve replacement with 24 millimeter cylinder valve. 3) endocardial fibroelastosis resection. Additional explant operative findings included: 1) mitral cylinder valve intact with notable thickening at the annulus and distal thin, pliable leaflets, measuring 12 millimeters by dilator. 2) endocardial fibroelastosis. 3) right ventricle to pulmonary artery conduit stenosis. Indications for the (B)(6) 2019 operative procedure included in the explant operative report provided by the site state: ¿the patient is a 3-year old with the above diagnoses. He now presents with stenosis of his prosthetic mitral valve and of his right ventricle to pulmonary artery conduit due to somatic growth.¿ additional information provided by the site indicates that the patient had a history of complex congenital heart disease, significant for critical aortic valve stenosis diagnosed in utero, requiring fetal balloon intervention and neonatal balloon valvuloplasty, mitral valve stenosis, atrial septal defect, endocardial fibroelastosis, and pulmonary hypertension. The patient was also born premature 34 weeks gestation. The explanted sgpv measured 11 mm and was implanted when the patient was 5 weeks old, with a height of 54cm, weight of 3.4 kg, and bsa of 0.22 m² at time of implant. The replacement sgpv was significantly larger, measuring 22 mm, and implanted when the patient was approximately 3.2 years of age, with a height of 91cm, a weight of 11.9 kg, a bsa of 0.52 m². The patient demographics provided in the implant and explant operative procedure notes indicate that the patient experienced significant growth over the 3-year implant duration, gaining 8.5 kg (18.7 lbs) in weight, 37cm in height, and 0.30 m² in bsa. According to the pre-explant echo and explant operative note provided by the site, the patient developed sgpv conduit stenosis that required sgpv explant on (B)(6) 2019, approximately 3.1 years post-implant. The surgeon stated in the explant operative note that the sgpv conduit stenosis was due to ¿somatic growth¿. The ross aortic valve replacement with a modified konno-type enlargement ross-konno procedure of the aortic annulus and subannular region allows an autograft aortic valve replacement for children with significant annular and subannular hypoplasia. The potential for growth and the proven durability of the autograft make the ross-konno procedure an ideal aortic valve replacement for this subgroup with multilevel left ventricular outflow tract obstruction (brown 2006, mookhoek 2015, ohye 2001, schneider 2016). The ross procedure was first described in 1967 for the treatment of aortic valve disease in young adults [4]. Since that time, the ross procedure has been increasingly applied to pediatric patients, including neonates and infants. Additionally, in recent years, the ross-konno procedure has emerged as the treatment of choice for the management of multilevel left ventricular outflow tract obstruction (lvot) in growing children (brown 2006, mookhoek 2015). In addition, many pediatric patients are not candidates for conventional avr prostheses because of anatomic considerations and the lack of readily available, appropriately sized prostheses (ohye 2001). Advantages of the ross procedure include an adequate midterm durability of the autograft, minimal risk of reoperation, the lack of need for anticoagulation. In the pediatric population, there are additional benefits, including the diameter increase along with somatic growth (brown 2006). The capability of the autograft to grow with the child is one of the main advantages of the ross-konno procedure in infants and children. Downsides of the ross-konno operation are the need for reoperations for the right ventricle to pulmonary artery (rv-pa) conduit (schneider 2016). The use of cryopreserved allografts for right ventricular outflow tract (rvot) reconstruction in pediatric patients has been widely reported in the literature (bielefeld 2001; brown 2005; kalfa 2012; rodefeld 2008). Homografts have been reported as the gold-standard and conduit of choice for use in rvot reconstruction due to excellent hemodynamics, resistance to infection, lack of need for anticoagulation, ease of handling, and decreased thromboembolic events (bielefeld 2001; kalfa 2012). Multiple reports from the literature have cited pulmonary homografts as the conduit f choice to reconstruct the rvot for pediatric patients undergoing the ross-konno procedure, despite the known and expected need for future reoperation (brown 2006, mookhoek 2016, brown 2005). Type of conduit used to reconstruct the rvot during the ross-konno procedure has been reported to impact need for rvot conduit replacement and several studies have reported superior outcomes and freedom from reintervention for pulmonary homografts compared with aortic homografts and xenografts (brown 2006, ohye 2001, mookhoek 2015). This was supported by ohye et al. Who reported outcomes for 10 patients <1 year of age (median 16 days) who underwent ross-konno procedure. Two patients (20%) required rv-pa conduit replacement at 12 and 24 months post-operative, of which one received a downsized pulmonary homograft. Reintervention and replacement of pulmonary homografts used to reconstruct the rvot during a ross-konno procedure has been reported in the literature (mookhoek 2015, elder 2013, brown 2006, schneider 2016, ohye 2001) particularly very young pediatric populations, such as neonates and infants <2 years of age (bielefeld 2001, brown 2005, kalfa 2012, rodefeld 2008). In fact, numerous reports from literature cite rvot conduit reintervention as an expected event due to rapid somatic growth of these very young patients (brown 2006, ohye 2001, elder 2013, mookhoek 2015, pasquli 2007). Several studies have identified young patient age as a risk factor for rvot conduit (brown 2005, karamlou 2006, poynter 2013). Pasquali et al. Reported smaller rvot homograft size to be the strongest predictor of rvot reintervention; this was not unexpected as smaller homografts implanted in infants and children are not expected to grow with the child (pasquali 2007). Rates of rvot conduit replacement, stenosis, and reintervention have been reported in the literature. Mookhoek et al. Reported outcomes for 76 infants aged <1 year (median 85 days) at time of ross-konno procedure. Of the 76 patients, 30% (n=17/76) underwent rvot intervention at a median of 1.3 years postoperative. Rvot peak gradient at last follow-up was <30 mm hg in 60% (n=25/52), between 30-60 mm hg in 26% (n= 11/52), and >60 mmhg in 14% (n=6/52). Rvot graft stenosis was the most common indication for reintervention, occurring in 87% of patients undergoing rvot interventions. Freedom from rvot intervention was approximately 72% at 3 years. Mookhoek et al. Also reported that reinterventions on the rvot were common after the ross-konno procedure, with structural valve deterioration and patient growth playing a significant role in the development of graft stenosis, especially in this very young patient population (mookhoek 2015). Similar outcomes have been reported in the literature for neonates and infants undergoing the ross-konno. In a series of 14 consecutive pediatric ross-konno patients by brown et al., 3 patients (21%) underwent rvot conduit replacement due to pulmonary allograft dysfunction at a mean of 3.5 years pot-operative. Ohye et al. Reported actuarial freedom from rv-pa allograft reoperation was 75% at 3 and 4 years post-operative for 10 patient < 1 year of age (median 16 days) who underwent a ross-konno procedure (ohye 2001). Schneider et al. Reported that, of 48 pediatric patients, mean age 12.8 months (range 11 days ¿ 31 years) at time of ross-konno patients, 10 (21%) required rv-pa conduit change (schneider 2016). There is very little data regarding the decellularized synergraft pulmonary homografts for the ross-konno in the literature. However, a multi-institutional report by bibevski et al comparing outcomes of sg vs. Standard (st) pulmonary allografts for the right ventricular outflow tract (rvot) reconstruction found conduits inserted in patients <1 year, freedom from reintervention was better in the sg vs. Standard groups (63% sg vs. 39% st), and freedom from conduit dysfunction and significant conduit insufficiency were significantly higher in the sg vs. Standard groups (54% sg vs. 19% st, p=0.005; and 63% sg vs. 22 st, p=0.002, respectively; bibevski 2017). Explant and replacement of an 11mm sgpv used to reconstruct the rvot in a 5-week-old neonate during a ross-konno procedure after 3 years due to somatic growth is not unexpected. In fact, rvot conduit replacement is considered an expected event to occur due to the rapid somatic growth of these very young patients and has been reported in multiple published reports from the literature. In addition, the surgeon listed somatic outgrowth as the cause for sgpv conduit stenosis in the explant operative report. Somatic outgrowth and stenosis are also listed as known potential adverse events associated with the use of pulmonary allografts and is included in the instruction for use. Stenosis and somatic outgrowth have been reported with the use of cryopreserved cardiac allografts and are listed in the instructions for use. Explant of an sgpv due to stenosis and somatic outgrowth after proximately 3 years in a patient who was 5 weeks of age at time of implant is not unexpected. The root cause of the sgpv stenosis is most likely somatic outgrowth due to rapid growth of the patient. Adequate precautions regarding the risk of graft stenosis and explant are provided in the instructions for use. Graft (B)(6) was not returned to cryolife so no direct observations can be made. During the inspection of each cardiac graft, a qualified inspector wearing surgical loupes inspects the graft noting any attributes such as holes, tears, disruptions, plaque, etc. According to the processing records, this graft did not contain any attributes that would have rejected the graft. A review of training records indicates that the technician who inspected this graft was appropriately trained at the time the task was performed. Root cause is unknown. All attributes identified during inspection were documented appropriately. There are no rejectable attributes. No new risks were identified during the course of the risk management departmental complaint investigation. All risks identified have been mitigated as far as possible and residual risk is acceptable. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
Sgpv00 serial number (B)(6) donor number (B)(6) was explanted: date unknown of explant at this time. The sgpv00 was explanted on (B)(6) 2019 due to conduit stenosis and somatic growth. The patient is doing well. The surgeon advised, "if I hadn't been operating on him for mitral valve replacement, I would not have replaced the conduit at this time, but it would have come to replacement in the next months to years."

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the trackable allograft implant report from (B)(6) hospital, sgpv00. Serial number (B)(4). Donor number (B)(6). Was explanted, date unknown at this time. The case will be updated accordingly when further information becomes available. Notes from conversation with field rep on (B)(6) 2019 providing additional information. Sgpv00, serial number: (B)(4). Why was the sgpv00 originally implanted on (B)(6) 2016? Ross procedure why was the sgpv00 explanted and on which date? Conduit stenosis secondary to somatic growth,(B)(6) 2019. Was another cryolife allograft implanted? Yes. What is the patient¿s current condition? Doing well. The surgeon advised, ¿if I hadn't been operating on him for mitral valve replacement, I would not have replaced the conduit at this time, but it would have come to replacement in the next months to years.¿